Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 81 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. Do not use burs for plunge cutting. Injury or damage may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 00507118100, oscillator blade, 19.5 x 86 x 1.27, was being used on (B)(6) 2025 during a left total knee arthroplasty procedure when it was reported ¿one of the teeth on the saw blade came off during use. Test done and no retained product seen in patient.¿ the procedure was completed with a 2-minute delay and an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 00507118100, oscillator blade, 19.5 x 86 x 1.27, was being used on (B)(6) 2025 during a left total knee arthroplasty procedure when it was reported ¿one of the teeth on the saw blade came off during use. Test done and no retained product seen in patient.¿. The procedure was completed with a 2-minute delay and an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.